Event description:
It was reported that the mainbody was separated from the twist clamp (sleeve) of a the minicap extended life pd transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation attached with a minicap on the dark blue connector. A visual inspection with the naked eye and magnification noted broken occlude feet on the light blue main body. The reported condition was verified. The cause of broken occlude feet was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.